Event description:
Patient injected in nl folds with hydrelle, one month later, complaints of swelling and pain in nl folds, 2 months later same problem. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: correct nasolabial folds.